Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and internal deep folds confirmed via us and CT. This record is for a right side. Device remains implanted.

Event description:
Patient later reported granuloma and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: not observed. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.